Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. Episode #1314 was detected due to t-wave oversensing leading to an inappropriate shock. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy and presented to the emergency room. A transmission observed the right ventricular (rv) lead with t-wave oversensing (twos). The lead was explanted and replaced no further patient complications have been reported as a result of this event.